Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to customer being new to the pump, and having a basal rate setting that was too high. Customer consumed carbohydrates to treat bg level. Additionally, customer was working with a healthcare provider to update pump settings.